Event description:
It was reported that during reprocessing that the tips did not align on the maryland bipolar forceps instrument. There were no missing pieces or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated.  Per the customer reported complaint engineering evaluation found that the instruments tips did not align. One grip was bent, causing side to side misalignment of grips. There was a .04 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. Evidence not conclusive, but damage likely due to mishandling. An electrical continuity test passed. Additional observation found a pitch cable frayed at the distal celvis hub. No damage was found at the clevis. The frayed segment is approximately 0.02 in length. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.